Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: at analysis the programmer was checked and cleaned and a 25-point stylus calibration was performed and it was found to be working okay. The data drive clean-up disk was run and a software upgrade completed. The programmer was then found to be working okay with no problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.